Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken at 17 mm from the distal end. Scratches were discovered in the probe. The crack was widening from the scratched area. The broken probe tip was not sent. There were no scratches or contact marks at the non-insulated area of the grasping section. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1) activated output while the probe tip was contacted hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments. This caused the probe tip was scratched. 2) kept doing activated output in the state described in 1). This caused the probe tip was applied a load, cracked due to the scratches on the probe tip. 3) some load was applied to the probe and the probe broke. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus¿s local distributor, but not returned to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the probe broke off during the unspecified procedure and the probe was removed from the abdomen of the patient's body. The intended procedure was completed with another device. There was no report of patient injury associated with the event.